Manufacturer narrative:
Upon additional review of the data and testing, it was determined that the implantable cardioverter defibrillator (ICD) did not exhibit premature battery depletion due to a performance issue. It was determined the reason for the decrease in battery was due to exposure to cold temperatures. The patient reportedly expired three years prior to device interrogation, thus exposing the device to temperatures colder than body temperature, which are known to increase battery depletion. There were no allegations relating the patient's death.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations. This report is being submitted to provide additional testing results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.